Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample is not available for assessment. The complaint cannot be confirmed for locator mechanical damage as the device was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device was unpacked and when the locator was attempted to be inserted into the insertion sheath, it was confirmed that the tip of the locator was already flattened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. No equipment or other devices were used with the angio-seal.